Event description:
It was reported that pump stopped working and would no longer power on. Customer was admitted to the hospital for diabetic ketoacidosis. Multiple contact attempts were made by Tandem Technical Support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: Android / Android_Galaxy S22 / 2.3 / Android 16.